Event description:
On (B)(6) 2012, pt reported experiencing issued with the infusion device. Pt stated, he has been having button issues for about 6 months. Pt reported, he has had other issues with the device also, but can't recall the exact issue. Pt stated, he first noticed the issue with the button while attempting to adjust his bolus. Pt reported, the button does pop back out after being pressed. Pt was aware of the recall for this issue. Pt is currently using his backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval. The up/down button does not operate. The printed circuit of the up/down flex connection is interrupted.